Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). During the inspection of the ventilator, liquid spill (dirt from water drops) on the monitoring printed circuit board (pcb) was found. The pcb was cleaned to resolve the issue. The monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. It remains unknown how the liquid spill entered the ventilator or what kind of liquid spill it was. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on monitoring printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the device it was discovered that the ventilator's circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).